Event description:
User experienced a reagent probe crash noting reagent had splashed onto the reagent cassettes, and reported receiving erroneous results for five pt samples. Only the following pt example was determined to be discrepant. Initial calcium gave 6.0 mg per dl with no data flag present. The sample was repeated twice giving 2.7 mg per dl with a data flag (reptl) and 7.9 mg per dl with no data flag and this result was reported. Erroneous results were reported, pts not adversely affected. The field service rep determined the cause of the probe crash was due to misalignment of the probe. The lab staff had already replaced the probe prior to his arrival. He noted he checked alignments, operation and adjusted rinse mechanism nozzles. He performed mechanisms checks, ran controls and precision check to verify analyzer performance.